Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The patient wrote, ¿I tried stimulator. Didn¿t work. I was using the remote and my microwave was making the same clicking noise. Weird. Plus, you can¿t get mris if you have this device.¿ the patient was taking a nutritional supplemental called cell food, and noted that it had helped heal their nerve pain more than anything else. No outcome was reported. However, no further follow-up was possible, as this complaint was an internet forum post with insufficient patient identification information.